Event description:
It was reported that the customer experienced multiple occlusion alarms, including alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.